Event description:
It was reported that the device displayed user advisory 07 and user advisory 45 during testing. Customer tried to clear these errors by fully extending the lifeband. Pulled both straps until they stop and cycled power on the platform, but to no avail. No adverse event reported.

Manufacturer narrative:
Please note that corrections were made to: section d. Box 4. Catalog #. ; section d. Box 5. Operator of device; section e. Box 2. Health professional; occupation - intentionally left blank since occupation is unknown. In addition, the following field should not have been checked on the 30-day report: 1. "Other serious" outcomes attributed to adverse event - no adverse events were reported the autopulse platform in complaint was returned to zoll on 07/24/2013 for investigation. Investigation results as follows: a review of the archive revealed the following: the reported user advisory 45 fault (not at "home" position after power-on/restart) was not confirmed to have occurred on the reported event date of (B)(6) 2012. Information from the archive showed that the earliest occurrence of the ua 45 was (B)(6) 2012. The archive showed that the reported user advisory 7 fault (discrepancy between load 1 and load 2 too large) did not occur on or around the reported event date of (B)(6) 2012. Based on the information from the archive, the earliest occurrence of a ua7 fault was (B)(6) 2013. During power-up of the platform, the ua 45 was observed and found to be due to the driveshaft being out of its home position. The driveshaft was reset to its home position and after resetting the platform, a constant ua 7 fault was observed and no further functional testing could be performed. Further inspection of the platform revealed the ua 7 was due to the load cell 2 (j7) being defective. In summary, the reported ua 45 was confirmed based on archive review as well as during power up of the platform prior to functional testing. The ua 45 was attributable to the driveshaft being out of its home position. The reported ua 7 was also verified during functional testing and found to be attributable to a defective load cell 2. Upon resetting of the driveshaft and replacement of the load cell, gaskets and load plate cover, the platform performed as intended.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be filed when the device is received and evaluated. No adverse event reported.